Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2024 therefore, an investigation of the device is underway, a supplemental MDR will be filed once the investigation is completed.

Event description:
Us complainant reported controller error on the automated impella controller (aic) during prep. There was no reported patient involvement.

Manufacturer narrative:
The investigation for the automated impella controller (aic) controller failure has been completed. Data logs confirmed the reported failure mode given there was a controller error alarm triggered during the clinical procedure as well as multiple "algs suspended opm crc error" messages. Real time logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. The console was returned for evaluation. The reported complaint of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data)¿ was determined to be a firmware issue. The controller error and loss of placement signal is due to an optical bench firmware communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic software operated as designed. A.1 revised as information was inadvertently omitted from initial manufacturer device report number 1220648-2025-25338. D.4 revised serial number as it was previously entered incorrectly on initial manufacturer device report number 1220648-2025-25338. E.1 revised name prefix/title, first name and last name as they were previously entered incorrectly on initial manufacturer device report number 1220648-2025-25338. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2025-25338 was submitted in accordance with updated procedures.